Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total hip; dr (B)(6) private hospital (B)(6) 2018. Primary implant (B)(6) 2016. Revision for dislocation: patient had one dislocation within a year of their original surgery. Patient recently had spine surgery and dislocated twice within a week after having this surgery original primary surgery was with a ceramic liner surgeon was unable to remove the liner and had to remove the whole cup he replaced the liner with a +4/10 degrees replaced the head with 36+12 the patient was stable at the end of the procedure. Female patient initials (B)(6). Relevant patient pre-existing conditions/ comorbidities: recent spine surgery. Unknown jrn: 1 x 36+5 ceramic head = discarded. The 1 x 36 x 52 ceramic liner = discarded,. 1 x 52 pinnacle 100 cup = discarded.

Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.